Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo distal right coronary artery that was 90% stenosed. After a guide wire crossed the lesion, a non-abbott balloon performed pre-dilatation and a non-abbott stent was implanted. Then a 3.0x15mm nc trek balloon was attempted to be advanced but there was difficulty in passing through the lesion due to the previously implanted stent, but ultimately crossed. However, once inflated it ruptured at 8 atmospheres. The device was replaced with a 3x12mm nc trek balloon to perform post-dilatation to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.